Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Review of the stored episodes noted the rhythm was detected in the ventricular tachycardia (vt) vt-1 zones (monitor only) with 1:1 atrioventricular (av) tachycardia noted to be in progress at the time of detection. The rhythm continued for four minutes before accelerating into the vt zone. A total of three bursts of atp were delivered with therapy noted to be potentially inappropriate. Further review was recommended. Lead measurements are satisfactory, and the battery longevity is normal. The ICD remains in service and no adverse patient effects were reported. Additional information received advised this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) and shock therapy to convert an arrhythmia. Initially the rhythm was detected in the ventricular tachycardia (vt) vt zone with a rate of 197 beats per minute (bpm). A single burst of anti-tachycardia pacing (atp) was delivered and the patient's rhythm accelerated into the ventricular fibrillation (vf) zone. The device delivered one 41j (joule) shock to successfully convert the arrhythmia. The arrhythmia recommenced three seconds post shock, detected in the vt-1 (monitor only) zone. The arrhythmia self-terminated. Further review was recommended. Lead measurements are satisfactory, and the battery longevity is normal. The ICD remains in service and no additional adverse patient effects were reported. Additional information received advised the ICD continued to provide atp and shock therapy to convert arrhythmias and atp was delivered that accelerated the arrhythmias into the vf zone. It was also noted non-sustained ventricular tachycardia (nsvt) and vt-1 (no therapy) episodes were observed in the event logs. Further review was recommended. Lead measurements are satisfactory, and the battery longevity is normal. The ICD remains in service and no additional adverse patient effects were reported. Additional information received advised the physician elected to admit the patient to a local hospital for medical management. At this time, the ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Review of the stored episodes noted the rhythm was detected in the ventricular tachycardia (vt) vt-1 zones (monitor only) with 1:1 atrioventricular (av) tachycardia noted to be in progress at the time of detection. The rhythm continued for four minutes before accelerating into the vt zone. A total of three bursts of atp were delivered with therapy noted to be potentially inappropriate. Further review was recommended. Lead measurements are satisfactory, and the battery longevity is normal. The ICD remains in service and no adverse patient effects were reported. Additional information received advised this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) and shock therapy to convert an arrhythmia. Initially the rhythm was detected in the ventricular tachycardia (vt) vt zone with a rate of 197 beats per minute (bpm). A single burst of anti-tachycardia pacing (atp) was delivered and the patient's rhythm accelerated into the ventricular fibrillation (vf) zone. The device delivered one 41j (joule) shock to successfully convert the arrhythmia. The arrhythmia recommenced three seconds post shock, detected in the vt-1 (monitor only) zone. The arrhythmia self-terminated. Further review was recommended. Lead measurements are satisfactory, and the battery longevity is normal. The ICD remains in service and no additional adverse patient effects were reported.